Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.0/+2.0/072 (sphere/ cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted. Reportedly, the patient experienced "very strong glares," and ghost images. After explant, it is noted that "as before surgery crystalline lens is clear."

Manufacturer narrative:
Device evaluation: product evaluation found lens returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
The lens explantation resolved the problem. (B)(4).